Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine and fentanyl (concentrations and doses unknown) via an implantable infusion pump. Patient history included non-malignant pain and spinal stenosis. The patient's healthcare provider (hcp) dismissed the patient and none of the other doctors the patient had contacted would see her because they did not put in the pump. The patient's pump was alarming or beeping. The alarm started as a single beep " a few months back" and was currently "going off all the time." The patient mentioned that the pump was near expected elective replacement indicator (eri). Based on the implant date, it was likely that the pump reached end of service (eos) on (B)(6) 2015. The patient confirmed that the alarm changed on this date. The patient experienced withdrawal and stated that she was "doubling over, I'm sick, my heart is hurting." The patient went to the hospital and got an injection for the withdrawal. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.